Event description:
Reporter states he tested customer this morning with back to back readings within seconds on the same meter. Blood glucose results were "hi" and 102mg/dl using a second finger. No controls were run. Reporter states no action/inactions taken based on device results. A request was made for return of suspect device and a replacement was sent.